Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as identification numbers were not provided by the complainant. Reference internal complaint (B)(4).

Event description:
It was reported that a resident performed a myosure procedure for uterine tissue removal on (B)(6) 2014. The resident was reportedly having trouble getting a clear image when cutting and stepped on the foot pedal while withdrawing the scope and device out of the patient. The myosure cutter contacted the patient between the vagina and rectum. The doctor then stitched the patient. The patient is reported to be doing fine.